Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that about two hours after performing a factory reset, they experienced a low blood glucose (bg) of 59 mg/dl. The user treated the low with four skittles and crackers with peanut butter, and a fingerstick 15¿25 minutes later showed a bg of 75 mg/dl. The user remained stable, was not hospitalized, and continued normal use of the ilet system.